Manufacturer narrative:
Confirmed the presence of the s antigen on retention capture-r ready-ID, lot id081. Customer did not return product or send specimen for investigation testing. Customer tested the specimen with panoscreen and panocell 10 using peg as the potentiator and weak reactivity was seen. Customer also tested the sample with a gel method and the specimen demonstrated weak to 2+ reactivity.

Event description:
Customer reported, unexpected negative reactions for ab_ID assay on galileo. An anti-s was not detected in a patient sample containing anti-s.